Event description:
The service report shows that the customer reported that the audible alarm was malfunctioning. The nellcor puritan-bennett customer support engineer (npb cse) verified that the alarm did not activate. The npb cse replaced the alarm assembly the unit passed its self-test and was returned to service. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.